Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: was any additional information available about the patient¿s blood loss: yes, a lot of blood loss; did the patient¿s post-operative care change as a result of the bleeding, if yes, please describe: it was unknown if the patient's post-op care plan changed due to this issue. The customer reported to the sales rep that the patient is currently in stable condition.

Event description:
It was reported that during a lobectomy procedure the surgeon cut across a pulmonary vessel thinking that the device had stapled when it had not. There was bleeding that was controlled with clamps and suturing the vessel. No additional device was used to complete the procedure. It was unknown how much blood was lost. A blood transfusion was required.

Manufacturer narrative:
(B)(4). Batch # j5g734. The tl30v device was noted with no apparent damage and with a reload loaded on the device. The devices had the firing trigger in the open position and the jaws fully opened. The cartridge reload was unloaded from the device and reviewed visually. No damages were noted on the cartridge reload. The reload was noted to be void of staples. The device was tested for functionality with a sample reload and the device closed to the firing setting of 1mm, fired, and forming all staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are visually inspected 100% for staple presence at the loading operation and 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The device was not disassembled, therefore, the internal components like the firing or locking mechanism could not be asses for internal damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.